Manufacturer narrative:
Per RMA a replacement camera cable was sent to site. Upon eval of returned cable, the cable has been completely severed.

Event description:
Medtronic rep reported a damaged camera cable. This event did not occur during surgery and no pt was present.